Manufacturer narrative:
Additional information: product analysis results: visual inspection confirmed only the ibt was returned. Optical inspection confirmed the balloon of the ibt was hard and the shape of the balloon was abnormal. Functional inspection with a sample syringe confirmed the ibt would not inflate. It appears the balloon had dried cement inside it. Root cause of the non-conformance is undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the ibt inflated improperly in one direction. Tip of ibt also got bent. Hence, it became difficult to insert the ibt back into cannula after it was removed to examine ibt. No patient symptoms or complications were reported as a result of this event.